Manufacturer narrative:
D9: 5/27/2025. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was the pump did not have the software loaded. Updated the software. The downstream occlusion seal was replaced as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: april is the reported month of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a code 44000 error, which generally indicates an issue with the pump's ability to connect to the main power source or to the internal battery. There was no patient involvement.